Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, elevated ast levels were received for an unspecified number of samples. Patients were recollected and additional abdominal ultrasounds were ordered. No adverse impact was reported regarding the patient or user.